Manufacturer narrative:
(B)(4). Device c: damaged anvil former. Device (a) was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 23 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. Device (b) was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 11 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. Device (c) was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Manufacturer narrative:
(B)(4). Device (d) was returned in good visual condition and with no staples present. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and no anomalies were found. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Event description:
It was reported that during a skin graft procedure, when firing the first device, the staples were not formed. Three more devices were pulled and the same thing occurred. Another device was used to complete the case with no patient consequence.